Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that 10 days post stent graft implant the CT demonstrated that the stent graft had migrated, occluding the left renal artery. It was reported that attempts to locate the ostium or canulate the artery adjacent to the stent graft, were unsuccessful, the patient will be monitored. There is no additional clinical sequelae reported and the patient is reported to be fine.